Event description:
Closure device tamp-tube did not deploy as it should. I was able to "fillet" the end of the sheath to manually pull down the tamp-tube to compact the collagen on the arteriotomy. Normally, tamp-tube comes down while deploying the device. This occasionally happens with this device. We are evaluating going back to the previous version of this device. We seem to have had fewer issues.